Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of receiving a low battery alert, bad battery alert and a blank screen display. Customer's blood glucose was unknown. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with operating currents within spec. Unit was monitored and no blank display anomalies, failed battery test or low battery alerts noted. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump properly connected to glucose sensor simulator. No lost sensor alarms or weak signal alarms noted. The insulin pump received missing end cap sticker, broken battery tube threads and minor scratches on lcd window.